Event description:
It was reported that the patient had occlusion in the c5-c7 segments of the right ica (internal carotid artery). A second guidewire (subject guidewire) was then introduced to continue the procedure. Despite multiple attempts to adjust direction by twisting and controlling the subject guidewire, it still could not fully traverse the lesion when it reached the c6 segment. After approximately 15 minutes of attempts, the physician visually suspected, under fluoroscopy, that the tip of the subject guidewire had fractured. The subject guidewire was immediately withdrawn outside the body, and inspection revealed stretching and outer layer fracture, similar to the previous one. Subsequently, a new guidewire was used to continue the procedure. After repeated attempts, this new guidewire successfully traversed the lesion via superselective catheterization. Subsequent balloon dilation of the stenotic segment yielded good results, and the procedure was concluded with the patient safely leaving the operating table.

Manufacturer narrative:
This is 2 of 2 reports (second guidewire)